Manufacturer narrative:
This rv lead was eventually returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory, analysis confirmed the outer conductor coil was fractured approximately 28 cm from the terminal pin. Detailed analysis of the fracture site determined the poly tubing was slightly flattened and the inner insulation was damaged. The location of the coil fracture most likely indicates it was due to clavicle / first-rib entrapment.

Event description:
Additional information provided from the field indicates that this patient had lost consciousness prior to being admitted to the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to the field, the lead will not be returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The rv lead was also unable to deliver pacing although there was no asystole observed. Surgical intervention was performed and the rv lead was explanted where it was found to be fractured in two places. The rv lead is no longer in service and there were no additional adverse patient effects noted.